Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device is broken at the top where the sensor connects. The equipment is not reading properly providing low readings. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Correction: device availability from "no" to "yes; returned to manufacturer; 03/21/2016". Device evaluated by manufacturer from "no" to "yes".